Event description:
Pt reported experiencing elevated blood glucose (505) mg/dl). Pt self-treated by administering insulin boluses throughout the day with no effect on blood glucose level. After testing positive for ketones on a home test, the pt was admitted to the hosp and treated with 3 bags of saline and 60u of insulin which reduced blood glucose to 200-300 mg/dl.